Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch ultra2 meter was reading inaccurately erratic. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged meter issue began on (B)(6) 2015 at approximately 11am when she reportedly obtained readings of 177, 244 and 117mg/dl using the subject meter, and the measured results were taken more than 20 minutes apart. Comparison of precision measurements performed more than 20 minutes apart is an invalid comparison. The patient stated that she manages her diabetes using pills, diet and/or exercise and reportedly increased her food/drink consumption in response to the alleged issue. The patient stated experiencing symptoms of - shaky - approximately 2 hours after the alleged meter issue began, and reportedly self-treated by consuming additional food and/or drink on (B)(6) 2015 in response to the reported issue. The patient confirmed that her blood glucose was not measured using any other device. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure and that an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed performance testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.